Event description:
Boston scientific received information in (B)(6) 2013 that this local representative contacted boston scientific's technical services (ts) to report that during interrogation of this device, a red screen was displayed associated with a battery depletion (bd) code. The patient was being seen at the clinical to have the device programmed back on. The device was last checked in (B)(6) 2013 as the patient was undergoing radiation and chemotherapy. The device was programmed off per the patient's request at that time. The device's history is significant for multiple inappropriate shocks that occurred prior to the patient's radiation and chemotherapy. The device was programmed on, the impedance measurement was within normal limits and the percentage battery remaining was 37%. Ts recommended that a memory upload by performed and the stored log files sent to in-house engineering for analysis. According to the local representative, the device had been interrogated again after discussing this product experience (pe) with ts. The device was successfully interrogated and no red screen associated with a bd code was displayed. No invasive intervention is planned at this time. The patient has been scheduled for routine clinic follow-up in 3 months. To date, no memory upload has been received at boston scientific.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.